Manufacturer narrative:
Results and conclusion summation -product performance engineering reviewed the incident info. Vasospasm (coronary artery spasm) as listed in the voyager nc instruction for use is a known adverse event associated with coronary dilatation. Add'l vasospasm is listed in the no fault risk assessment as a procedural complication. As there was no reported product malfunction during the time of the post dilatation, there does not appear to be any indications of a product quality deficiency. In this case, the vasospasm was treated with medication. However, a conclusive cause for the reported pt effect, and the relationship to the product, if any, cannot be determined.

Event description:
Reporting status: serious injury/required intervention. Reporting rationale: vasospasm/no reflow requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that during post dilatation of a xience v stent with a voyager balloon, there was no reflow in the target artery. The physician reported that the no reflow was most likely vasospasm. This was treated with adenosine 120mcg intra-coronary (ic) x 1 with ic nitroglycerin. No add'l event or pt info is available.